Event description:
It was reported that the patient had been having "some bladder issues" for the 4 months prior to the date of the report. The patient reportedly had pain and stinging when she would urinate but then it would go away. The urologist reportedly felt that the stimulator may be the issue. It was noted that the urologist had been doing tests (CT scans, etc.) And the patient reportedly had to use a catheter twice a day. It was also noted that the stimulator was on, and it was recommended that the patient try and turn it off. The patient reported that the back pain would "hurt really bad." It was further noted that the urologist did not find anything wrong with the patient. It was later reported that the patient had tried getting an appointment to have her device checked for the least two months but had not been able to get one. It was noted that the patient had not had problems with the device until the beginning of the year "or maybe longer." It was reported that the patient had "so many problems with going to the bathroom" and the patient's urologist thought it was because her implantable neurostimulator needed to be moved from where it was. The reporter stated that the urologist instructed the patient to catheterize every day. It was reported that the patient had to "keep a tape" over the device to keep it from coming out of the pocket. It was noted that the patient stated that she had "learned to deal with it" and put tape to keep the device in place and prevent the area from getting sore. Four days later, it was reported that the patient still had concerns with her device or therapy but had not sought further help, and she was not able to get an appointment from the manufacturer. It was also noted that the patient did not have concerns with her device or therapy. It was unclear if the patient had concerns about the device or therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was currently in the hospital. It was noted the patient fell and could not get up. It was reported the patient was having leg spasms in their left leg. It was noted it is unknown what the spasms were caused by. It was reported the patient needed an MRI but could not as they were still implanted. It was noted the patient was looking for a health care provider to remove the device. It was reported the muscle in the patient's left leg was shrinking. It was noted that the patient was doing well aside from the pain the spasms cause. It was reported the patient could not walk due to the spasms. It was noted the pain and the spasms cause the patient to jump off the bed. It was reported the spasms had nothing to do with the device. It was noted the patient had blood work performed and a CT scan. It was further noted it was unknown when or where those tests were performed. It was reported t he patient had been in the hospital three times for the leg spasms. It was noted the patient could not live by themselves and moved in with their child. It was reported the patient was not using the device. It was noted the patient had a catheter. It was reported the impedances were normal. It was noted a reprogramming was performed and produced better stimulation and comfort for target back and leg pain. It was reported there were no complaints regarding bladder or urination at that time. It was noted the patient was pleased with the reprogramming. It was reported the urinary issues were not related to the device.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension, product ID fa37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient product ID 3587a, lot# l33119, implanted: (B)(6) 1994. Product type: lead, product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1994. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was slipping out for the past 5 years. The patient was in and out of the hospital so much because of the ins slipping. Now she could see an indentation where the ins was located. The ins was replaced and now the patient had a smaller battery that was fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient believed the battery "went completely out." The patient had an appointment with the healthcare professional (hcp) on (B)(6) 2013 but did not want to wait that long for an appointment because they had difficulty walking. The patient stated that they may have to go to a rehabilitation facility until checking the ins. The patient noted that the ins "was the problem" and wanted to make an earlier appointment. The patient was currently in the hospital due to the pain and was admitted (B)(6) 2013. The patient noted that they did not observe an elective replacement indicator (eri) or a "call doctor" icon. The patient noted that they had seen a manufacturing representative twice in the last two months and the frequency was adjusted. The patient had an appointment with "pain people" (B)(6) 2013 and would call them to have a manufacturing representative check the ins. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the primary reason for the call was that the patient was looking for a doctor to explant the implantable neurostimulator (ins) system. The device was turned off. It was noted that when the stimulator was turned up they did not get relief. It was noted that the pain had been "so great they had been to the emergency room for injections." The patient noted that the ins "flipped out of the pocket" and it was "taped up because it was so sore." The patient had inquired into several healthcare providers as to the explant but was unsuccessful. It was further noted that the device needed to be explanted because the patient was using catheters. It was noted that the patient was having "problems with the urinary tract" and as of the date of report "problems with the bowel." The patient noted that when they urinated there was always stool. The patient noticed the issue three weeks prior to report. The patient believed the urinary tract and bowel issue were due to the implant. It was noted that the issue started about five or six years prior to report. The patient had seen the manufacturing representative three weeks prior to report. The patient had also seen a pain management healthcare professional for three months prior to report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient saw a call doctor screen and eos.